Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device suddenly shuts down. There was reportedly no patient involvement.

Manufacturer narrative:
The bench technician found the device needs a power cord. The philips representative has identified the ac power cord is a malfunctioning part. A quote has been sent to customer to replace this part. Once quote approved the cord will l be replaced and then the device will be validated by performance assurance testing.